Manufacturer narrative:
(B)(4). An investigation into this issue is current ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a pocket revision in (B)(6) 2015 due to a suspected infection. The pocket looked good with no visible signs of an infection. The physician elected to put the s-ICD into an antibiotic pouch as a precaution. The sensing vector was tested and was operating appropriately. The patient was also placed on oral antibiotics. The s-ICD and electrode remained implanted and in service. Additional information was received that during a normal follow up for optimization, a message appeared on the programmer indicating that there shock impedance measurements were out of range and that therapy was disabled. There were no stored episodes recorded since the pocket revision. The patient also reported hearing tones being emitted from the s-ICD starting on the day of the revision. A potential connection issue between the s-ICD and electrode was suspected. No adverse patient effects were reported. The field representative will discuss with the physician about obtaining x-rays to evaluate the system. No adverse patient effects were reported. Further information was received that therapy was turned off and a revision has been scheduled for some time in (B)(6) 2016

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The field representative notified boston scientific that the revision was performed. The electrode was visually inspected by the physician at the time of the surgery and it was confirmed that the electrode was not fully inserted into the connector block of the s-ICD. The electrode terminal pin was re-inserted into the connector block. Testing was then performed and confirmed appropriate sensing and impedance measurements. No additional adverse patient effects were reported. The s-ICD system remains implanted and in service.